Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker showed one and a half years remaining after being implanted for three years. Boston scientific technical services (ts) reviewed data stored in the remote home monitoring system and noted that battery usage was at 291 percent of its expected usage. Engineering reviewed data and noted that the battery power consumption appeared to be increasing gradually. Boston scientific technical services (ts) recommended explant of the pacemaker. Currently the device remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the pacemaker was explanted for suspected premature battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.